Manufacturer narrative:
H 3: evaluation summary: the device history record (DHR) file was reviewed, and no discrepancy was found relating to the failure mode reported. There were no physical samples or pictures submitted with this complaint report. Another complaint from the same customer, for the same product and lot number did have a sample returned for evaluation. From this referred complaint, one decontaminated sample was received. After performing the functional inspection, the condition reported by customer was not observed in the sample. The reported condition was unable to be confirmed. The exact root cause could not be determined at this time. Functional inspection is performed during the manufacturing process with acceptable results according to quality standard requirements. No corrective actions are deemed necessary at this time. The current process is running according to product specifications, meeting quality acceptance criteria. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that formula leaked from the side port during feeding.